Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 34mm sjm rigid saddle ring was implanted. On (B)(6) 2021, the patient presented with hypotension, pleural fluid bibasal and atelectasis due to the implant procedure. A pericardial effusion was not noted. On (B)(6) 2021, furosemide was given and event was resolved on (B)(6) 2021, resolved with sequelae. The patient does not have a history of hypotension. There were no procedure complications and the ring is performing as intended. The patient is reported to be in stable condition. (B)(4).

Manufacturer narrative:
An event of hypotension was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.